Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. The device was received without the white tiger-stripe deploying suture. Visual evaluation noted that the white loop suture of the device was no longer assembled with the button and was damaged, the loop suture had been cut. The titanium button was visually evaluated under a magnifier and no sharp edges were observed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during insertion. Refer to investigation photos.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope broke during installation. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.